Event description:
A richard wolf medical instrumentation corporation (rwmic) sales representative was recently contacted by facility to report a problem with the device. After two hours of use, during a transurethral resection of bladder (turb) procedure, a portion of device broke off and fell into patient's bladder. Foreign object was easily removed with minimal delay in procedure. No injury to patient or staff was reported. (B)(4).

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on 02/23/2015. Mechanical assembly manager indicated most likely cause of the loop to break off was the prolonged use or applied high power of the device. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions regarding high temperatures and irrigation fluid. One similar issue occurred approximately three years ago (MDR 1418479-2012-00001). Request for additional information was sent to user facility, no response as of 03/11/2015. Rwmic considers this matter closed. However, in the event rwmic receives additional information, a follow-up report will be provided to FDA.